Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a open repair of recurrent left inguinal hernia with mesh. He had revision surgery 6 months post-surgery. The patient underwent a recurrent left inguinal hernia 3 times. The patient experienced surgical revision and infection.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a recurrent inguinal hernia by open repair. After implant, the patient experienced wound/mesh infection, chronically draining wound, acute inflammation, foreign body reaction, scar tissue, and a small defect to the inguinal floor. Treatment included complete removal of infected mesh and closure to small defect.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced wound/mesh infection, open wound, chronically draining wound, acute inflammation, foreign body reaction, scar tissue, and a small defect to the inguinal floor. Post-operative patient treatment included revision surgery, complete removal of infected mesh, closure to small defect, and wound vac.